Manufacturer narrative:
Investigation summary: no sample and only 1 photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Only hypoint shield is visible from photo provided, needle itself cannot be seen. The leakage event observed by customer and cause for leakage could not be confirmed based on the photo provided. A review of the quality history has been performed as part of the investigation. No quality notifications were identified during the production which relate to the reported condition. The batch was manufactured and released according to applicable procedures and specifications. Consequently, bdm-ps will not define corrective or preventive actions following the investigation of this complaint. Based on the available evidence. Bd could not confirm the reported condition.

Event description:
It was reported by the customer that 4 bd hypoint¿ needles were leaking. The following information was provided by the initial reporter, translated from mandarin chinese to english: four syringes were found leaking.